Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) confirmed the leak finding blue fluid under the instrument. The fse found that the sam (sample aspiration module) to rinse cup was misaligned. The field service engineer realigned the sam to rinse cup resolving the leak. Identified failure modes: failure mode is related to misaligned sam to rinse cup. No erroneous results were associated with the reported event. The failure mode identified is likely to affect all parameters (erroneous flagged, unflagged or non-numeric results) due to carryover or sample contamination due to insufficient rinsing of the probe. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the unicel dxh 800 slidemaker stainer. The customer reported that approximately 30 ml of blue fluid from an unknown source had leaked under the instrument. The leak was not contained. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Additional information has been provided by the field service engineer (fse) who was on site for the service call. The fse indicated that the issue was induced by the customer. The fse stated that while the customer was installing a new aspiration probe during routine maintenance, the sample aspiration module (sam) delivery probe became misaligned. The fse resolved the issue by aligning the sam to rinse cup resolving the leak. In conclusion, failure mode of the misaligned sam causing a leak is attributed to use error.